Event description:
Device report from synthes reports an event in china as follows: this report is being filed after the review of the following journal article: lu, y. Et al (2022), is femoral neck system a valid alternative for the treatment of displaced femoral neck fractures in adolescents? A comparative study of femoral neck system versus cannulated compression screw, medicina, vol. 58 (999), pages 1-10 (china). The aim of this retrospective and comparative study was to compare the clinical and radiographic outcomes of displaced femoral neck fracture in adolescents treated with femoral neck system or a cannulated compression screw (ccs). Between march 2017 to february 2021, a total of 58 pediatric patients with femoral neck fractures were included in the study. Among these, patients were divided to two groups, 28 patients (19 male and 9 female) with a mean age of 14.5 ± 1.6 years were treated with femoral neck system (synthes) and 30 patients (22 male and 8 female) with a mean age of 14.3 ± 1.5 years were treated with cannulated compression screw. Patients treated with fns and ccs were followed up for an average of 16.3 ± 2.0months (range, 12 to 24) and 17 ± 2.5 months (range, 12 to 24), respectively. The following complications were reported as follows: fns group: 4 patients had femoral head necrosis 2 patients had femoral neck shortening 3 patients had premature epiphyseal closure 1 patient had coxa vara 2 patients had unacceptable reduction quality. This report involves one unk - constructs: fns. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. D1, d2a, d2b, d3, d4, g4 ¿ 510k: this report is for an unknown constructs: fns /unknown lot. Part and lot numbers are unknown; UDI number is unknown. D9: complainant part is not expected to be returned for manufacturer review/investigation. H3, h4, h6: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.